Manufacturer narrative:
Product analysis: beeping upon startup and display problem were confirmed. The interpose connector for the display was found to be loose. Misalignment between the stylus and cursor was found. The handle and keyboard were found to be broken. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when the programmer was powered on, it emitted a continuous beeping sound, and nothing appeared on the screen. The programmer was returned for service. There was no patient involvement. (B)(6) 2018: the programmer tested out of specification during manufacturer's analysis.